Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that an unknown insertion device was found to have a fair bit of the previous patient still remaining within it. According to the report, the device had not been cleaned prior to sterilisation. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: (510k): this report is for an unknown insertion instrument. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.